Event description:
The customer reported that an ICU nurse noticed that the tpn which was programmed to infuse at 78ml/hr for 24 hours had completed 3 hours earlier than expected. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection showed the device was in good condition with the instrument seal intact. The only observed anomalies were slightly dull iui connectors. Analysis of the pcu event log shows that the device was in standby mode and previously programmed to infuse tpn at a rate of 78ml/hr. At 4:56 pm on (B)(6) 2018 the user changed the vtbi to 1800ml. The infusion ran until 2:24 pm on 18 december when the device alarmed for air in line. The user paused the infusion and then restarted it at 12:26 pm. The device alarmed again for air in line. At 12:38 pm, the user programmed a delay for 20 minutes and the device went into standby. At 12:44 pm, the door was opened and the device alarmed for check IV set. At 12:45 pm, the device was channeled off. The volume recorded as being infused during this period was 1512.51ml. During functional testing the device was delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an ICU nurse noticed that the tpn which was programmed to infuse at 78ml/hr for 24 hours had completed 3 hours earlier than expected. There was no patient harm.